Manufacturer narrative:
Event log has been received and is currently under investigation. Investigation findings will be provided in the follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention were reported.

Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention occurred as a result of this complaint.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: no over delivery was observed in the treatments performed by the customer. However, a slight over delivery was observed during the reproduction attempt performed by eitan medical. This was most likely a result of damage caused by misuse. Multiple hit marks were observed on the pump. No manufacturing or quality issues that could have caused or contributed to this issue were detected, and no additional cases of this nature were identified. Conclusion: no over delivery was observed in the treatments performed by the customer. However, a slight over delivery was observed during the reproduction attempt performed by eitan medical. This was most likely a result of damage caused by misuse. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.